Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level was 466 mg/dl and at time of incident 586 mg/dl. Customer reported because he was issues with insulin pump had received 2 no delivery, not getting any insulin alarm, he had changed site 3-4 times. Customer stated that the insulin was exited. Customer declined to troubleshoot high blood glucose. Customer treated with manual injection. The insulin pump will not be returned for analysis.